Manufacturer narrative:
It was noted on september 06, 2016 that the incorrect plate had been ordered. On (B)(6) 2016, the surgeon decided to use the incorrect plate in the procedure. This report is for an unknown lcp distal femoral plate/unknown lot. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. Device was not explanted-no revision surgery. (B)(4) incorrect plate used in surgery. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the sales consultant ordered a lcp df (locking compression plate distal femur), however, it was the incorrect plate needed for an open reduction and internal fixation (orif) surgery. The correct plate needed was tomofix mdf (medial distal femur). On (B)(6) 2016, tomofix ldf (lateral distal femur) could not be delivered as a replacement for the needed tomofix mdf plate. Because there was no appropriate replacement, the lcp df that was originally incorrectly ordered was used. The surgery was completed successfully. No surgical delay or additional patient harm was reported. The patient status is unknown. This is report 1 of 1 for (B)(4).